Event description:
It was reported by the hospital staff that the balloon on the endoplege coronary sinus catheter wouldn't work properly once it was in the coronary sinus. On flouro it was noted that it was not inflating properly. There was no reported patient injuries. The device was replaced for another.

Manufacturer narrative:
Device is to be evaluated into root cause upon return of device.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual a device history review was performed and there were no manufacturing non conformances noted with this lot. Instructions for use were reviewed. A CAPA was generated for distal balloon leaks and it is in the implementation phase. Trends will continue to be monitored on a weekly basis and if further action is required, appropriate investigation will be performed.